Event description:
New information received notes that the patient presented in-clinic. Upon interrogation, the patient¿s right atrial lead was found to have new malfunctions of signal artifact, failure to sense, varying low voltage impedance, and muscle stimulation. Additional instances of high capture thresholds and failure to capture were noted as well. Surgical intervention was performed to explant and replace the ra lead on 18 feb 2022. The patient was stable.

Manufacturer narrative:
Additional codes that are to be included in this report: 1438- over-sensing, and 1508 -therapy delivered to incorrect body area.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient was examined one day post-implant. Upon interrogation, it was found that the right atrial (ra) lead exhibited high capture thresholds and loss of capture. Visual examination revealed decreased ra lead slack with no dislodgement noted. No other sensing or impedance anomalies were noted. No additional interventions were taken. The patient was discharged and no adverse consequences were reported.